Event description:
It was reported that while performing a mastoidectomy, the horizontal nerve was exposed and visualized and upon stimulating the nerve with the incrementing prass probe, there was no audible response from the nim 3.0 and there was no visual indication on the monitor that the nerve was being stimulated. Surgeon stated that all of the leads were properly placed and he received green checks from the nim indicating good connection. The stimulation settings were at .08ma, upon stimulating the nerve there was no system response indicating a complete stim return, so he changed it to .05ma and still had the same result, and then reset stim setting to 1.2ma where at that time the nerve was visibly ¿jumping¿ indicating it was receiving stimulation but the nim system did not indicate any stimulation return. Two different prass probes were used with the same result so he believes it was not the stimulating probes, but the nim system. The biomed tech was called to the or during the case and checked the nim set-up and tested it on the simulator and could not duplicate the false negative in the or. They brought in a nim 2.0 system and had the same results. The case was finished without use of either of the nim systems with no patient injury. Follow-up with the biomed tech at the user facility found that they tested both of the nim systems in the lab post-procedure and still could not duplicate the false negative behavior. It was also stated that while in the or testing the unit it was observed the nim receiving artifact from when the bovie instrument was activated.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: ID# 8253200 nim response 3.0 patient interface (sn# unk); ID# 825001 nim response 2.0 mainframe (sn# unk); ID# 8250200 nim response 2.0 patient interface (sn# unk). (B)(6) result. (B)(4) - no known impact or consequence to patient. The devices have not been returned for evaluation. Method ¿ no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.